Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pain ("pain"), tooth fracture ("she had so many teeth break off") and arthralgia ("my hip hurts"). The patient was treated with surgery (ablation, hysterectomy) and tooth removal and getting denture. Essure was removed. At the time of the report, the genital haemorrhage was resolving, the pain had not resolved and the arthralgia outcome was unknown. The reporter considered arthralgia, genital haemorrhage, pain and tooth fracture to be related to essure. The reporter commented: patient reports that she got essure in 2012 and have had problems ever since. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new events were added: my hip hurts and reporter information were updated. On 25-mar-2020: social media comment received. New event "genital bleeding" and implant date of essure added. Outcome of pain modified to not recovered. Annexes b, and d entered. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pain ("pain"), tooth fracture ("she had so many teeth break off"), arthralgia ("my hip hurts") and amnesia ("I cant remember things from 5 minutes"). The patient was treated with surgery (ablation, hysterectomy) and tooth removal and getting denture. Essure was removed. At the time of the report, the genital haemorrhage was resolving, the pain had not resolved and the arthralgia and amnesia outcome was unknown. The reporter considered amnesia, arthralgia, genital haemorrhage, pain and tooth fracture to be related to essure. The reporter commented: patient reports that she got essure in 2012 and have had problems ever since. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: social media received: event I cant remember things from 5 minutes added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), tooth fracture ("she had so many teeth break off"), arthralgia ("my hip hurts") and amnesia ("I cant remember things from 5 minutes"). The patient was treated with surgery (ablation, hysterectomy) and tooth removal and getting denture. Essure was removed. At the time of the report, the genital haemorrhage was resolving, the pelvic pain had not resolved and the arthralgia and amnesia outcome was unknown. The reporter considered amnesia, arthralgia, genital haemorrhage, pelvic pain and tooth fracture to be related to essure. The reporter commented: patient reports that she got essure in 2012 and have had problems ever since. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-may-2021: quality-safety evaluation of product technical complaint. Event pain is updated to event meddra llt pelvic pain female. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.